Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use a 3.5x12 mm nc trek balloon dilatation catheter (bdc) protective sheath was difficult to remove so the device was not used and there was no patient involvement. A same size nc trek was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.